Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl. Customer¿s current blood glucose value was 232 mg/dl. Customer stated that insulin pump had insulin flow block alarm, piston stopped and it alarmed reservoir blocked. Customer rewound the insulin pump. The insulin pump will be returned for analysis.